Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02513

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using pod coils, pod packing coil (pod pc), and a non-penumbra microcatheter. During the procedure, he physician experienced resistance while making several attempts to advance and form a pod coil in the target location. Subsequently, upon retracting, the pod coil detached in the middle of the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the coil was flushed out. The physician then inserted the same microcatheter and placed a non-penumbra coil in the target location. Next, the physician experienced resistance while advancing a pod pc inside the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.